Event description:
It was reported that during a da vinci-assisted surgical hiatal hernia repair procedure, while the surgeon was doing a liver biopsy, a piece of the jaws of the harmonic ace instrument allegedly "frayed/splintered." The surgeon retrieved the broken piece from the abdomen using another instrument. The procedure was completed. Intuitive followed up and obtained additional information. The nurse informed the instrument was inspected prior to use and no damage noted. The surgeon didn't notice any functionality issues on the instrument. There was no instrument collision with any other instruments or other hard material during the procedure. The fallen fragment was removed from inside the patient with another instrument. It was confirmed only one piece fell and it was retrieved. There were no other post-operative tests performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. Visual inspection identified a missing teflon pad from the distal end. The teflon pad was completely detached from the distal end. This confirms the customer reported issue.